Manufacturer narrative:
The device has been received and currently being evaluated. A follow-up report will be filed if additional relevant information becomes available.

Event description:
The facility alleges the ligation clip slipped off the gastric artery after surgery. Per dr., the pt started bleeding as seen thru the drain after surgery. The surgical team went in and stated the hem-o-lok clip slipped off. They sutured this up. Later the pt started bleeding internally, they reopened the pt and found a second hem-o-lok clip had slipped off. The pt was required to stay in the hospital about a week longer originally planned. No product problem was reported.